Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Per clinical review of the available ECG recording, the device was started up at 09:27:23 on (B)(6) 2021. The patient was in sinus tachycardia at 100 bpm with motion artifact at 09:57:37. The patient's rhythm degraded to vt at 270 bpm at approximately 21:20:44. The patient received the first appropriate shock at 21:21:19. The patient's rhythm at the time of the shock was vt at 260 bpm. The patient's post-shock rhythm was sinus rhythm at 50 bpm. The patient was in sinus tachycardia at 100 bpm at 22:46:18. The patient's rhythm degraded to vf at 04:36:04. The patient received the second appropriate shock at 04:36:38. The patient's rhythm at the time of the shock was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with motion artifact and electrode lead fall off. The patient was then in sinus rhythm at 60 bpm with CPR/electrode lead fall off. The rhythm then degraded to vf with CPR/electrode lead fall off. At 04:46:14, the patient received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured by CPR/electrode lead fall off. The rhythm then degrades to vf with CPR/ electrode lead fall off. At 04:48:16, the patient received a second non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with electrode lead fall off. The patient's post shock rhythm was asystole with CPR/motion artifact. The rhythm then degraded to vf with CPR/electrode lead fall off. At 4:50:34, the patient received a third non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The patient's post shock rhythm was svt at 150 bpm with CPR/electrode lead fall off. The rhythm then degraded to vf with CPR/electrode lead fall off. At 04:54:56, the patient received the fourth non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with electrode lead fall off. The patient's post shock rhythm was asystole transitioning to svt at 150 bpm with CPR/electrode lead fall off. At 05:00:03, the patient received the fifth non-lifevest defibrillation. The patient's rhythm at time of treatment was vt at 150 bpm. The patient's post shock rhythm was CPR/electrode lead falloff. The rhythm then degraded again to vf with CPR/electrode lead falloff. At 05:03:39, the patient received a sixth non-lifevest defibrillation. The patient's rhythm at time of treatment was obscured by CPR/electrode lead falloff. The patient's post shock rhythm was CPR/electrode lead falloff. At 05:05:16, the patient received the seventh non-lifevest defibrillation. The patient's rhythm at time of treatment was obscured by electrode lead falloff. The post shock rhythm was asystole with one sinus beat and CPR/electrode lead falloff. The patient was last seen in asystole with electrode lead fall off until the device shutdown at 05:22:35. After the second lifevest treatment was delivered, the patient experienced treatable arrhythmias, however, CPR/electrode lead fall off, heartrate not in detected sequence long enough to deliver a treatment, and heartrate at or below the threshold for treatment prevented the lifevest from treating the patient. The patient's rhythm then degraded to asystole and remained in asystole until the device was shut down.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.